Event description:
The pt was implanted with a left ventricular assist device (lvad). During the implant procedure of the lvad, the surgeon pointed out to the MFR's clinical rep that there appeared to be horizontal split/tears on the sealed outflow graft bend relief. The surgeon and assistants denied damaging the material. A decision was made by the surgeon to keep the outflow bend relief implanted in the pt.

Manufacturer narrative:
The pt remains ongoing on lvad support and no issues have been reported to the MFR. The hosp reported that, should the pump be explanted upon termination of lvad support, the outflow graft bend relief will be returned to the MFR for analysis, if available. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.